Manufacturer narrative:
This report is being filed to correct the describe event or problem and the implant date.

Event description:
It was reported that a high impedance alert was noted via remote monitoring system. Further investigation revealed that this electrode was not connected properly to the device upon reviewing x-ray images and no damage was confirmed. A revision procedure for the electrode was planned. However, at this time the electrode remains implanted. Multiple attempts to obtain additional information regarding the details and resolution to this issue have been unsuccessful. This investigation will be updated should further information be provided.

Event description:
It was reported that a high impedance alert was noted via remote monitoring system. A review by technical services (ts) noted atrial fibrillation (af) events since (B)(6) 2020 which appeared to be revealed to a broken electrode. Ts also discussed performing a new screening test due to low signals noted. The field representative noted that concerning the events in (B)(6) the patient had twiddler's syndrome, and the electrode had been re-positioned in (B)(6) 2020 and all parameters appeared normal. It was also noted that the electrode may have been damaged when it was wrapped around the device. Further investigation revealed that this electrode was disconnected from the device upon reviewing x-rays and no damage was confirmed when it comes to this electrode. This electrode was implanted after another electrode was explanted due to low shock impedance values, possible damage, and a dislodgment due to twiddler's syndrome. A revision when it comes to this electrode was planned. At this time the electrode remains implanted.

Event description:
It was reported that a high impedance alert was noted via remote monitoring system. A review by technical services (ts) noted atrial fibrillation (af) events since (B)(6) 2020 which appeared to be revealed to a broken electrode. Ts also discussed performing a new screening test due to low signals noted. The field representative noted that concerning the events in (B)(6)the patient had twiddler's syndrome, and the electrode had been repositioned in (B)(6) 2020 and all parameters appeared normal. It was also noted that the electrode may have been damaged when it was wrapped around the device. The electrode remains implanted. No additional adverse patient effects were reported.